Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081910) on 31-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy painful periods") and arthralgia ("joint pain in the hips, knees, shoulders, elbows") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), arthralgia (seriousness criterion disability), inflammation ("inflammation throughout my body"), alopecia ("hair loss"), confusional state ("mental cloudiness") and dysmenorrhoea ("heavy painful periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, arthralgia, inflammation, alopecia, confusional state and dysmenorrhoea outcome was unknown. The reporter considered alopecia, arthralgia, confusional state, dysmenorrhoea, inflammation and menorrhagia to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization/disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.